Event description:
The pt presented to the clinic with a swelling or raised area over the implant. This is the 3rd occurrence, the other were april 2005 and february 2006. The pt says the swelling goes away between occurrences. Audiologist says it looks simply like a raised bump, no redness immediately over the implant site. The surgeons is describing this as an acute swelling over the implant site. There is no skin irritation such as would be seen with coil irritation or magnet tightness. Skin is a normal coloring, it is just swollen and the transmitter does not get enough pull to stay on the head. The surgeon drained this on february 16, after the fist occurrence and removed 1.5cc of fluid. He did not put in his report what the fluid looked like, but he characterized it as a hematoma and noted that she had blood in the middle ear space. At this time of the occurrence, he drained it again and less than 1 cc of fluid was removed, again he did not characterize the fluid. In his report he expressed concerns about hemophilia, according to the audiologist. Today she is scheduled for revision surgery to explore the area, but he is not planning to remove the implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation.